Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the dissection noted was grade a located distal to the target lesion and was considered resolved on the same day. The following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
The target lesion was located in the right posterior descending artery and not in the right patent ductus arteriosus as was previously reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2015, the patient presented due to stable angina and index procedure was performed. The target lesion was located in the right patent ductus arteriosus (r-pda) artery with 95% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement of a 2.50x12mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient underwent a staged procedure. The target lesion was located in the proximal circumflex (cx) artery with 100% stenosis and was 24mm long with a reference vessel diameter of 2.5mm, with timi flow 0. The target lesion was treated with pre-dilation and a 2.50x28mm promus premier everolimus-eluting platinum chromium coronary stent, which caused an edge dissection which required intervention. The target lesion was then treated with a 2.25x16 mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis, and timi flow 3. The following day, the patient was discharged.